Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter-employed nurse from (B)(6) of a break in aseptic technique, exit site leak and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique, described as the patient made a mistake, and an exit site leak. On (B)(6) 2011, the patient experienced peritonitis. On an unreported date in 2011, the patient required hospitalization. On an unreported date, the patient began remedial therapy with vancomycin, amikacin, orzid, reflin and heparin. The cause of the peritonitis was the break in aseptic technique described as patient made a mistake and the exit site leak. It was not reported if the patient was retrained in aseptic technique; therefore, the outcome for the break in aseptic technique was unknown. At the time of this report, dianeal pd2 ultrabag therapy was ongoing and the outcome for the event of peritonitis was resolving. It was not reported if the outcome for the event of the exit site leak had resolved. The nurse considered the event of peritonitis to be unrelated to dianeal pd2 ultrabag therapy. The nurse did not provide an assessment of causality for the events of the break in aseptic technique and exit site leak and the relationship with dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The cause of the reported condition of peritonitis is use error- poor aseptic technique.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint.